Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's infusion set's tubing got detached at the quick release. The patient observed insulin out of the tubing about three hours after changing the set. The patient had this issue with five sets. No further information available.